Event description:
T: slim x2 diabetic pump (sn: (B)(6)) failed with malfunction code: 16-0x20e6. Immediately contacted tandem support but attempts to reset failed. Pump was unusable. Resorted to alternate method of insulin (syringe)/monitor glucose (g7 sensor w/dexcom receiver) while waiting for replacement (t: slim x2, control-iq+ 7.9.0.1, refurbished replacement sn: (B)(6)), received 10/04/2025. This is the 2nd pump failure (original t: slim x2 pump had issues with touch screen selection) within a few years. At one time tandem was a good company, but now I have lost all confidence in the products they provide. Reference report: mw5177109. Pt code: 4582. Device code: 2964.